Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient was taken to the cath lab and on angio, multivessel occlusions were found. Right coronary artery occluded but was able to be opened by stenting. A decision was then made to place impella in the right femoral artery. Vital signs slightly improved but respiratory remained critical. The patient had a total blockage (occlusion) of the circumflex artery and a chronic total occlusion (cto) of the left anterior descending artery (lad). The patient began coding and compressions were initiated. During compressions the cp was pulled out of the left ventricle. Md decided due to severe multi-occlusions, to not replace impella. CPR continued but the patient expired.

Manufacturer narrative:
Corrections: b1, e4. The investigation of the reported failure modes has been completed. No product was returned. The cause of positioning issue was most likely use issue related since during compressions the cp was pulled out of the left ventricle by the physician. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.